Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer was unable to describe the possible damage to the drive support cap. Customer did not received motor position encoder error alarm. Customer reported the insulin pump was not exposed to high magnetic field or magnetic resonance imaging. Customer was unable to complete rewind due to insulin pump alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.